Event description:
The customer reported that the 840 ventilator had an erratic screen while in use on pt. The pt was not harmed or injured as a result of the event. The covidien customer support engineer (cse) verified the malfunction. The cse inspected the device and replaced the graphical user interface (gui) cpu pcb and the backlight inverter pcbs. The unit passed extended self-testing.